Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake.during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. No additional information provided during intake.during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 137 u/l, polymorphs = 68%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every five days and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus haemolyticus, and the patient¿s ceftazidime was discontinued. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler. The pdrn stated causality could not be established. A home evaluation and discussion with the patient did not reveal any breaches in technique. However, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. Per the pdrn, the causality could not be established; however, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Staphylococcus haemolyticus is a coagulase-negative bacteria which can be found on normal human skin and can be isolated from axillae, perineum, and inguinal areas of humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.